Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a hole in both tubings at the insertion point of the tubing into the "y" connector. The reported issue was verified. The cause of the condition is manufacturing/assembly related. The second sample was not returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-connectors of two (2) y-sets were cracked. This occurred before use. The patient replaced a new set to continue peritoneal dialysis treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.